Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) had "intermittent" output. Technical services (ts) provided assistance in resolving the issue by informing the caller that the epg is obsolete and no longer serviced. Ts asked the caller if the epg was tested, and it had been. The caller indicated that the epg was going to be taken out of service. No patient involvement or complications were reported as a result of this event.